Event description:
It has been reported to philips that the system did not boot up properly. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular diagnostic procedure was continued when the issue happened, and the procedure was completed by moving the patient to another room. A philips field service engineer (fse) examined the system onsite and confirmed that system was not booting up. After reviewing the logfile, the fse found that the emergency stop button had been activated during the procedure, which caused the system was not booting. After review by nss, confirming that the estop activation was the cause of the reported issue. After releasing the estop, the system was returned to good working condition. The codes were updated based on the investigation outcome.